Event description:
The customer tested blood glucose and received a result of 400mg/dl and took 50 uniits of humulin r based on the result. The customer stated they felt funny about 30 minutes later. The customer felt sick to their stomach and was having heart pain and was shaking. The customer tested blood glucose and received a result of 400mg/dl. The customer was taken to the hosp where a lab was done with a result in the 50's mg/dl. The customer was given glucose at the hosp. Controls were not used at the time of the event. A request was made for the return of the suspect device and replacement product was sent.